Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the degraded downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a degraded downstream occlusion seal. There was no patient involvement, the product fault occurred during testing.